Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for free floating thrombus in the inferior vena cava, hypercoagulable state, prior dvt, and pulmonary emboli via the right jugular vein. Two days post first filter deployment a second vena cava filter was deployed for free-floating thrombus in the inferior vena cava, hypercoagulable state, failed anticoagulation therapy with previously placed pararenal inferior vena cava filter with catchment of thrombus and retroperitoneal hematoma. Approximately five months post first and second filter deployments, the patient presented for retrieval of both filters via the right jugular vein. Iliac venography and inferior vena caval venography confirmed both the right iliac and left common iliac and inferior vena cava widely patent, no free floating thrombus, no thrombus in either filter. A bard g2 retrieval device was inserted and was successful in capturing the suprarenal filter. Completion venogram confirmed the cava patent, with no extravasation nor trauma to the vessel wall. Multiple attempts made to retrieve the first initially placed infrarenal filter, due to the angulation of the filter, capturing of the retrieval cap was not successful. A completion venacavogram confirmed the inferior vena cava patent, no extravasation, with no trauma, no thrombus within the ivc. Patient in stable condition. Approximately two months later, chest pa and lat indicated the retained ivc filter tilted to the left overlying the right l2-l3, unchanged. Approximately sixteen months later, patient presented with left sided abdominal pain. A CT of the abdomen and pelvis revealed the retained ivc filter in a stable position near the level of the renal vein on the right. It remains tilted to the left. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five months post deployment, the patient presented for retrieval of the filter. A g2 retrieval device was inserted and was successful in capturing the suprarenal filter. Therefore, the investigation is inconclusive for limb detachment. However, the investigation can be unconfirmed for retrieval difficulties as the filter was successfully removed from the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device detached and was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months post deployment, the patient presented for retrieval of the filter. A g2 retrieval device was inserted and was successful in capturing the suprarenal filter. Therefore, the investigation is inconclusive for filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device detached and was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.